Event description:
The customer reported to olympus medical that the evis exera iii gastrointestinal videoscope had a deformed insertion tube. The device was returned to olympus medical for evaluation. During examination, the device was found to have foreign material at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed: the insertion tube was pinched. During examination, the following issues were noted: the connecting tube was buckled; the universal cord protector, universal cord, hand grip, switch box, plug unit, and objective lens were scratched; the scope cylinder and air/water nozzle were missing the color indicators; the connector cover was deformed; the tube was damaged and was no longer water-tight; the adhesive was peeling between light guide lens and distal end and was no longer water-tight; and the light guide lens was stained. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. IFU (instructions for use) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿ olympus will continue to monitor field performance for this device.